Manufacturer narrative:
Service was not dispatched.

Event description:
A beckman coulter inc (bec) customer was contacted via the accutni marketing surveillance program msp customer contact program in regards to an erroneous elevated accutni result on one patient. The result was generated on the access2 immunoassay analyzer and was not reported out of the laboratory. The sample was on the same unit and lower results within the normal reference range were obtained. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. The customer did not report affect to the patient or user attributed or connected to this event. The sample was collected in lithium heparin gel separator tubes. Per customer no instrument hardware issues been noted and the qc has been within specification. Service was not dispatched for this event no root cause could be determined for this event with the information supplied.